Event description:
Additional information received reported that the impedance issue occurred on (B)(6) 2014. The implantable neurostimulator (ins) was disconnected on (B)(6) 2014. The cause of the impedance issue was due to a fractured lead. The lead remained implanted. The patient¿s system was revised. A new lead was added and the ins was changed on (B)(6) 2014. The patient was very content with the therapy and pain coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3887-33, lot# v519452, implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n334884, implanted: (B)(6) 2012, product type: accessory. Product ID: 355031, lot# n261750, implanted: (B)(6) 2010, product type: screening device. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-33, lot# j0314145v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-33, lot# v519452, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that low, out of range impedances were found. Contacts (B)(6) had impedances of less than 50 ohms, but contacts (B)(6) were fine. The patient had fallen ¿a couple of times¿ but it was unknown when. The patient had a history of a lot of scar tissue and infecting easily, so the physician wanted to get ¿in and out.¿ the physician was planning on leaving the leads in and disconnected and placing a new lead in connecting to the new implantable neurostimulator (ins). The old ins would be removed. The ins battery level was checked and was at 2.860v. Refer to manufacturing report # 3004209178-2013-12727 refer to manufacturing report # 3004209178-2013-11221

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3887-33, lot # v519452, implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot # n334884, implanted: (B)(6) 2012, product type accessory; product ID 355031, lot # n261750, implanted: (B)(6) 2010, product type screening device; product ID 97702, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360; serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-33, lot # j0314145v, implanted: (B)(6) 2003, product type lead; product ID 3887-33, lot # v519452, implanted: (B)(6) 2012, product type lead; product ID 3887-33, lot # j0314145v, implanted: (B)(6) 2003, product type lead.